Event description:
The customer reported a ventilator gave a error code 1104 indicating a check vent: backup alarm failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The philips international field service engineer (fse) replaced the motor controller (mc) printed circuit board assembly (pcba) and the power management (pm) pcba. Additionally, it was verified that both speakers were between 6.8 - 9.2 ohms. The central processing unit (cpu) pcba was then replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed.

Manufacturer narrative:
H10: the visual inspection of this customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of backup alarm failed. The fi technician identified the backup alarm failed was caused by the ls1s being built without a date code which could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code.